Event description:
It was reported that the radioactive source failed to retract during a patient treatment. The event occurred during a 16 needle treatment and proceeded normally until the source entered the fifth needle at which time the equipment reported an error. The physicist followed the emergency procedures including manually turning a hand crank to retract the source. When the hand crank failed to retract the source, the source guide tube was disconnected and the source was removed and placed in an emergency disposal container provided with the equipment.